Manufacturer narrative:
The claimed failure cannot be confirmed. The complaint has been reviewed based on the customer complaint description and evaluates that no further investigation can be performed before either used samples are received for testing or that the lot number is provided to investigate a potential origin of the product failure in the devices manufacturing traceability documents. Unomedical clinical evaluation: not enough information available to perform a clinical evaluation. The chain of events is not clear. Patient hospitalization due to diabetic coma (the term referring to when physicians are confronted with unconscious patients about whom nothing is known except that patient have diabetes). The used infusion set has not been returned for testing and it is not clear whether this incident is associated with the pump or infusion set. More information is necessary. If any further relevant information is obtained the case will be re-opened and we will act appropriately, including re-submission of the updated case. No infusion set returned to unomedical.

Event description:
(B)(4). A diabetic, 40 year old female patient is being treated with insulin via an insulin pump and a comfort infusion set (model 100-006-01). On (B)(6) 2015 the patient is reported hospitalized for 'diabetic coma' after a 911 call. She is treated by hcps. Treatment (and outcome) is unknown. Levels of blood glucose and ketones are unknown. Other unknown factors include: infusion set lot number, patient weight, cause and diagnosis of the state of unconsciousness, failure (if any) of infusion set(s) and number of infusion sets involved. Final unomedical clinical evaluation: not enough information available to perform a clinical evaluation. The chain of events is not clear. Patient hospitalization due to diabetic coma (the term referring to when physicians are confronted with unconscious patients about whom nothing is known except that patient have diabetes). The used infusion set has not been returned for testing and it is not clear whether this incident is associated with the pump or infusion set. More information is necessary.

Manufacturer narrative:
As infusion set lot number is unknown and no infusion set(s) have been returned for investigations, unomedical is unable to investigate any infusion sets, including our lot reference samples. Presently any infusion set failure(s) is unconfirmed. Further information, if obtained, will expectedly be provided in a follow-up or final MDR report. Next report target date is 04-dec-2015. No infusion set returned to unomedical.

Event description:
(B)(4). A diabetic, (B)(6) female patient is being treated with insulin via an insulin pump and a comfort infusion set (model 100-006-01). On (B)(6) 2015 the patient is reported hospitalized for 'diabetic coma' after a 911 call. She is treated by hcps. Treatment (and outcome) is unknown. Levels of blood glucose and ketones are unknown. Other unknown factors include: infusion set lot number, patient weight, cause and diagnosis of the state of unconsciousness, failure (if any) of infusion set(s) and number of infusion sets involved. Preliminary unomedical clinical evaluation: not enough information available to perform a clinical evaluation. The chain of events is not clear. Patient hospitalization due to diabetic coma (the term referring to when physicians are confronted with unconscious patients about whom nothing is known except that patient has diabetes). The used infusion set has not been returned for testing and it is not clear whether this incident is associated with the pump or infusion set. More information is necessary